Manufacturer narrative:
(Refractive surprise) - (B) (4)

Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B) (6) 2010. The reporter stated the lens has a low vault and a refractive surprise has occurred. The icl remains implanted.